Event description:
Customer tested blood glucose at 4:30am and received a result of 89mg/dl. They took a pill and 30 minutes later went back to sleep. They woke up and felt funny and retested at 7:15am and received a result of 56mg/dl. The customer drank kool-aid and continued to test. At 8:28am they received a result of 82mg/dl. The customer stated blood glucose fell again. Paramedics were called and they performed a test with a result of 86mg/dl, the customer's device read 51mg/dl. The customer went to the hospital where some unknown treatment was given. The doctor had recently prescribed diabeta and has decreased the amount because of the incident. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.